Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off and did not come on. The customer's blood glucose level was unknown. The insulin pump was wet but still working. The insulin pump had crack on the back side of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Insulin pump failed the active current and sleep current tests due to moisture damage on the electronic assembly. Low battery alert less than 1 week. Unexpected battery power loss. Insulin pump received with cracked belt clip rail case corner and battery tube threads.